Event description:
Since december I have had 6 dexcom g7 sensor failures in less than 24 hours after sensor insertion. Sensors are rated for a 10 day life. This is greater than 60% product failure. The sensors are necessary for glucose management for type 2 diabetes. Reference report #mw5168530, #mw5168531, #mw5168532, #mw5168533, #mw5168534.